Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that while changing a patient¿s position during a hand surgery the surgeon noted that the table moved. The anesthesiologist re-locked the table and the surgery was completed successfully. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found that the control board was damaged and not properly positioned in the mounting bracket. The technician also noted multiple scratches on the table base indicating items being moved across the surface; no shroud damage was noted.the technician replaced the control board and returned the table to service. No additional issues reported.